Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported hearing a noise from the roller pump. The user reported after reloading the tubing into the tube clamp and restarting the roller pump, the noise disappeared. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.